Event description:
General report received of approx fifteen undocumented incidences of difficulty in drug administration through a clave port. The tubings were primed with d5-0.45nacl and connected to a pt's peripheral IV access site. The distal clave ports were accessed with abbott carpuject pre-filled meperidine syringes. The customer reported that when the distal clave is initially accessed, they would sometimes have to "fiddle" with the connection to get the syringe to deliver the drug. If flow was established first by flushing with a 5ml syringe, then the meperidine could usually be delivered without further difficulty. At times, the customer reported that they would have to use the proximal clave port to deliver the meperidine. There were no reported adverse pt events and no delays in critical therapy. Though requested, no additional info was available.